Event description:
This report was received via a pharmacia & upjohn sales rep who returned an intraocular lens indicating that the physician "crimped" the haptic prior to implant. The physician was contacted. He indicated that the haptic was "crimped" during the folding process. He attempted to fold the lens many times and was unsuccessful due to improper design of the folding instrument and the iol was "slick". After the fourth attempt to fold the iol, it was implanted into the pt's right eye. Under microscopic exam, it was noted that the haptic was "crimped". He then explanted the iol. Explant required enlargement of the incision to 5.5 mm (initially, 2.8 keratome was used to insert). He then tried to insert an alcon lens, which popped out of the folder. Subsequently, he implanted a model 820 pmma iol without further incident. The pt was given routine postop treatment. She was seen one week later and found to have slight wound edema and was prescribed pred forte 1% and muro 128. He reported that she was recovering well. No further investigation of the lens will be done as the physician indicated that the haptic was crimped due to repeated attempts to fold the lens prior to insertion. No further info was provided by the physician in follow-up.